Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing teeth were damaged. The handle did not have evidence that the trip wire was secured to the post, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label. The IFU states "take up slack by pulling proximal end of trip wire on handle unit" and "secure trip wire in slot on handle unit", however, the trip wire was not pulled up to take up rest of the slack, and the trip wire was not secured. These can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an esophageal varices ligation procedure performed on (B)(6) 2025. During the procedure, the ligating band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an esophageal varices ligation procedure performed on (B)(6) 2025. During the procedure, the ligating band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.